Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted. During implantation surgery "saline breast implant was leaking and would not fill to the required saline level."

Event description:
Healthcare professional reported "leaking and would not fill to the required saline level" against left device. The device was not implanted. Surgery was completed with a backup device.

Event description:
Healthcare professional reported "leaking and would not fill to the required saline level" against left device. The device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.